Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed at zoll medical corporation and attributed to having the incorrect application software loaded. Historically failures of this type are a result of the device's software being upgraded in the field. The correct AED pro application software was installed to remedy the report. The customer declined repair of the device, the device was returned labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.